Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The exact cause of the worsening pvl is unknown but is likely related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by at tvt 2019 conference under ¿percutaneous closure of a very late paravalvular leak (pvl) after edwards sapien xt tavr¿, the patient was admitted due to heart failure three and a half years post implant. There was a progressive dyspnea on exertion over the last six months, with progression to limitation of daily activities. There was a peak gradient 26mmhg / mean gradient 15.8mmhg; moderate to severe posterior pvl. The patient received the initial 26mm sapien xt valve due to severe aortic stenosis. Afterwards the patient was free of symptoms post the procedure. Echo performed after tavr demonstrated a normal lv function, with no significant valvular gradient and mild paravalvular regurgitation.  Three and a half years after implant, the sapien xt was post-dilated first with a 25 x 50mm balloon and then with a 28 x 50mm balloon but with no success. Therefore, an amplatzer vascular plug IV was implanted. Tte the following day showed only a trace of pvl. The patient was successfully discharged five days after the procedure with improvement of symptoms (nyha functional class 2).